Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: asymmetry and difference between the breasts, having for 2 years felt hardening of the breasts and change of shape, contra-lateral side capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side "for 2 years felt hardening of the breasts and change of shape", an ultrasound showed "folds of the prosthesis". Patient reported ¿hooked feeling¿, "recall", "panicking, desperate, can¿t sleep, is having anxiety and depression crisis¿. Physician further reported patient ¿has been feeling hardening in the breasts¿, ¿rotation and inversion of position¿, "change in the form", and "capsular contracture¿ baker grade unspecified. The device remains implanted.